Event description:
The customer reported that frequently, after a syringe is disconnected from the maxplus valve, the valve will spray fluid back. On one event, the nurse experience a spray back of blood which sprayed her arm. She was sent to employee health per protocol. No treatment reported. No samples were saved. There was no patient harm reported and no medical intervention was required. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of valve sprays after syringe disconnected could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.